Manufacturer narrative:
Date of postoperative femur breakage is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Patient code (B)(4) used to capture additional medical/surgical intervention required. A device history record (DHR) review was conducted for part: 04.037.159s, lot: h277015: mfg qty: 6, mfg date: 26 jan 2017, scn: (B)(4), exp date: 31 dec 2026: product was inspected and passed. Product was packaged per lppf. There were no non-conformances (ncs) or reworks generated during the manufacturing of this lot. Sterilization run report received from ethicon endo-surgery and indicates product passed per requirements. Sterile product release checklist indicates requirements were met and product released. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent removal of titanium cannulated fixation nail-advanced (tfna), tfna fenestrated screw and two (2) titanium locking screws due to patient broke the femur bone again. Devices were originally implanted on an unknown date. There were no allegations against the devices yet the surgeon decided to convert the implants to a total hip replacement. All implants were removed easily and intact with no surgical delay. Patient outcome was stable. This report is for one (1) 11mm/130 degree ti cannulated tfna 380mm/left - sterile. This is report 1 of 3 for complaint (B)(4).